Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks round the display window of the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.